Manufacturer narrative:
Patient age, gender, and weight unable to be provided. Device serial number unable to be provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the video presentation "external outflow graft obstruction of heartmate 3 lvads" identifying that hm3 may be related to device thrombosis. This presentation discussed numerous cases of patients that experienced external outflow graft obstruction (eogo) and their outcomes. Two patients were upgraded on the transplant list due to the event and underwent successful transplants. One patient underwent percutaneous intervention that was complicated by intracerebral brain hemorrhage and being on triple therapy for two weeks. One patient underwent surgical excision of the bend relief with improvement in symptoms. Another patient had frequent low flow alarms with reduced cardiac index and elevated pulmonary capillary wedge pressure on right heart catheterization with concern for eogo. This patient was found to have eogo with improvement after cutting open the bend relief and removal of chronic thrombi and small kink noted that was corrected with bend relief removal. The flows immediately improved and remained stable afterwards.

Manufacturer narrative:
B2: date of event estimated in initial as the data was presented on 20may2022 author citation: schultz, j. (2022, may 20). External outflow graft obstruction of heartmate 3 lvads [video]. University of utah school of medicine. Https://medicine.utah.edu/internal-medicine/cardiovascular-medicine/grand-rounds/video?video=1_jqz4gst5 manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.